Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus pen and cursor do not align on the screen and calibration does not correct issue. Bezel overlay assembly found out of electrical specification. Analysis also found the rubber pads on the lower case are damaged. Corrosion was found inside programmer on the lem (link electronic module ) board, the mpu (main processor unit) board and the power supply. (B)(4).

Event description:
It was reported the electric pen was off three inches. Unable to calibrate. Had to calibrate six times in a week. The programmer was returned for repair. No patient complications were reported as a result of this event.